Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient that he had a depuy knee replaced due to joint failure. This procedure was carried out at the nuffield in oxford england. Patient was informed at the time by one of the representative came and took the old joint away for analysis by engineers. Patient consultant still did not received a report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination, however, review of the provided photo revealed the adaptor collar appears to be fractured from the adaptor body. A root cause could not be identified with the information provided as the reported device was not returned for evaluation. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.